Manufacturer narrative:
(UDI) # (B)(4). This event occurred in (B)(6). The patient's sample was requested for investigation. The qc and calibration were within specifications. The patient's sample was investigated on a a cobas c311, a cobas c701 and cobas integra 400 plus using retention reagent lots. Test results: ca2 (c311): 2.62 mmol/l ca2 (i400+): 2.69 mmol/l iga: 2.2 g/l igm: 0.19 g/l (<test) igg: 6.6 g/l kappa: 1.8 g/l lambda: 1 g/l l: 20 h: 7 I: 0. The customers observation could be confirmed. The kappa/lamda ratio as well as the serum indices are within range. The measured antibodies (iga, igm and igg) are also within normal range. Any interference in respect to gammopathy and or serum indices can be excluded based on the investigation results. A general product and reagent issue can be excluded. Further investigation is not possible due to the amount of drugs the patient gets and the resulting matrices, which cannot be reproduced in the laboratory. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 4000 c (311) stand alone system, serial number (B)(4). The customer suspected an interference between the ca2 calcium gen.2 assay and the drugs the patient was taking. The initial result was 2.64 mmol/l. The reference range was up to 2.60 mmol/l. Due to the patient being healthy, the customer repeated the sample on (B)(6) 2020 and the results were 2.63 mmol/l and 2.67 mmol/l. Due to the results still being outside of the reference range, the sample was sent to another laboratory. On (B)(6) 2020 the result was 2.75 mmol/l. The customer did not provide further information regarding the result obtained at another laboratory. The results were reported outside of the laboratory to the patient's physician.

Manufacturer narrative:
Field h6 codes were updated.